Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (discharge profile fault, charge profile fault, service code 102) was confirmed. Upon investigation the monitor displayed a service code 102 and failed incoming functional testing. The monitor's ECG acquisition and pulse delivery circuitry was functional. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination on j1000 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.